Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection on the returned instrument noted cracks on the ears of the handle. Also noted heavy scratches, nicks, and damage on the instrument indicative of use. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This event has previously been reported under MFR 0001825034-2018-03749 but will now be reported under 0001825034-2018-06699. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Was reported that the sterilization department discovered the impactor was fractured. Attempts have been made and no further information has been provided.